Event description:
A report was received that the patient is unable to place the charger over the ipg to charge due to an increase in the patient's pre-existing abdominal and pocket site pain. The physician is unsure if it is the patient's normal pain responding to the sensation of having the charger belt/adhesives on the skin or if the process of charging is causing a different pain to be triggered under the skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Malfunction was not suspected. The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient is unable to place the charger over the ipg to charge due to an increase in the patient's pre-existing abdominal and pocket site pain. The physician is unsure if it is the patient's normal pain responding to the sensation of having the charger belt/adhesives on the skin or if the process of charging is causing a different pain to be triggered under the skin. The patient will undergo an explant procedure.